Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to complete a baseline. A root cause investigation determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca and damaging the components. No adverse event resulted from the defective electrode belt.

Event description:
During the evaluation of an electrode belt for an unrelated issue, a reportable problem was found. The belt was unable to complete a baseline recording.